Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture broke post operatively, requiring a reoperation to close the incision. Additional information has been requested.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional information narrative - it was reported that a pediatric patient underwent cardiac surgery to close an inter arterial communication. Suture was used in the placement of a pericardial patch. The suture broke post operative requiring a reoperation to repair the patch.